Event description:
It was reported that the insulin pump was dropped in a toilet. The device no longer was working and water was noticed under the screen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic and motor assembly.